Manufacturer narrative:
Reference number (B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper and stoma site infection are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced exit of pei tube. On (B)(6) 2018, an endoscopy was performed for the intestinal tube replacement and it was determined that the patient had a buried bumper. On (B)(6) 2018, an endoscopy was performed and the buried bumper was removed. The physician decided not to place a new peg tube and prescribed an unknown oral parkinson's disease treatment until stoma infection recovered.